Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported break and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Device evaluated by MFR: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was has been retained by the hospital and is not available for evaluation.

Manufacturer narrative:
Revised: the device was not returned for evaluation. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. A review of the complaint history of the reported lot revealed one similar complaint from this lot which is associated with an exception. The complaint investigation determined the reported difficulties are related to manufacturing issues associated with an exception. The complaint investigation determined the reported difficulties are related to a manufacturing issues associated with deflation issues. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. H6: results code 114 and conclusion code 67 were removed.

Manufacturer narrative:
On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/29/2020-001-r. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The trek rx device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the mid right coronary artery. A 5.0x15mm nc trek balloon dilatation catheter (bdc) was being used to post-dilate an unspecified stent; however, the balloon would not deflate. Multiple attempt to deflate the balloon with the indeflator were made and the bdc was even flushed with saline in an attempt to dilute the 50/50 contrast mix but were all unsuccessful. The bdc was removed with the balloon partially inflated. After removal, it was noted that the balloon was partially separated from the shaft although it was still all in one piece. A 5.0x15mm trek rx bdc was advanced and inflated, but the balloon would not deflate. Multiple attempts to deflate the balloon were made with the indeflator and the balloon partially deflated. During removal the bdc could not go through the guiding catheter; therefore, both were removed as a unit. The procedure was successfully completed with no additional intervention. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.